Event description:
It is reported that surgery was delayed for 1 hour when the provisionals broke off at the screw hole.

Manufacturer narrative:
This report will be amended when our investigation is complete.